Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Section d4 - serial number has been updated from (B)(6) to unk as it was deemed invalid during the extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer obtained a "check sensor" message from the freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain readings and subsequently lost consciousness. The customer's son provided her with cola to drink and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer obtained a "check sensor" message from the freestyle libre sensor on the same day of application. As a result, the customer was unable to obtain readings and subsequently lost consciousness. The customer's son provided her with (B)(4) to drink and no further treatment was reported. There was no report of death or permanent injury associated with this event.